Manufacturer narrative:
(B)(4). Name and address for importer site: (B)(4). Similar to devices under PMA/510(k) p140016ec method code - type of investigation not yet determined. Investigation is still in progress.

Event description:
Description of event according to study: device related paraplegia on (B)(6) 2017 (308 days pre-procedure), the pre-procedure CT showed a stable, type IV thoracoabdominal aneurysm with mild iliac angulation. The celiac, sma and right renal artery were all patent, and there were no renal infarcts. The left renal artery was occluded. The maximum aneurysm diameter: 59 mm. Length from celiac to sma: 15 mm length from celiac to right renal: 40 mm length from celiac to left renal: 0 mm length from sma to right renal: 25 mm length from the lowest renal artery to start of the aneurysm (measured from distal most aspect of renal artery): 0 mm on the day of procedure, (B)(6) 2018, three cook devices were implanted, without difficulties, along with one non-cook device. The post-procedure imaging revealed evidence of a proximal type 1 endoleak. No device integrity issues or technical abnormalities was noted. The patient was discharged on (B)(6) 2018 (12 days post-procedure). On (B)(6) 2018 (12 days post-procedure) on day of discharge, a definitive paraplegia was discovered. The patient was at a later date on (B)(6) 2018 (44 days post-procedure) admitted to the hospital for a surgical amputation of the leg due to leg ischemia. The event was considered related to device due to coverage of the spinal cord arteries. A query has been issued to get confirmation on whether the paraplegia caused the leg ischemia. Patient outcome: the secondary intervention was considered successful. The patient continues in the study.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: this complaint is related to (B)(4) (wca paraplegia complaint), (B)(4) (parapegia complaint on second wce device) and (B)(4) (wce, endoleak complaint). A patient received three cook devices (a custom-made branched device (wca), zta-pt-38-34-167 (wce - complaint device) and zta-p-34-113 (wce)) and a non-cook device on 04apr2018 due to a type IV thoracoabdominal aneurysm. The post-procedure imaging revealed evidence of a proximal type 1 endoleak. On the day of discharge ((B)(6) 2018) paraplegia was discovered and on (B)(6) 2018 the patient was admitted to the hospital for a surgical amputation of the leg due to leg ischemia. The event was considered related to device due to coverage of the spinal cord arteries. Additional information revealed that rapid deterioration of the patient health led to patient death ((B)(6) 2018). Both paraplegia and trans femoral amputation led to invalidity that led to slip syndrome. No product or images were returned for the investigation. Instead, a clinical assessment was performed on the information available in the complaint file. Per the clinical assessment, paraplegia is a symptom of spinal cord injury (sci). The majority of patients who develop sci develop symptoms of sci within the first 72 h after surgery. Delayed onset of symptoms is typically seen up to 10 days post-surgery. In this pr, the very late onset of symptoms reported on day twelve was unusual. Additionally, the assessment describes that the primary determinant in the risk of paraplegia might be the percentage of thoracic aortic coverage, since one suggested theory behind the mechanism of sci is inadequate remodeling of the collateral blood supply network to maintain spinal cord viability. In this case 3 cook stent grafts and 1 non-cook renal stent device were placed in the thoracoabdominal aorta. The anatomical location of the proximal and distal landing zones is not noted, therefore the extent of aortic coverage is unknown. However, the use of 3 cook stent grafts imply a high percentage of coverage. Prophylactic measures such as peri-operative hypothermia, avoiding intra-operative hypotension and/or spinal fluid drainage is not mentioned in the event description. Neurologic complications and paraplegia are listed as potential adverse event in the IFU for this device. Furthermore, as per additional input from the medical advisor the described leg ischemia and ultimately amputation is highly unlikely linked to paraplegia. The unfortunate circumstances leading to the death of this patient are most likely primarily related to the pre-procedure health conditions of the patient. Based on the available information, there are no indications of device failure or user-error contributing to this event. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404, registration no.: 3005580113. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 15apr2019: "new information has been received, that a rapid deterioration of the general condition of the patient has occurred. This deterioration led to the death of the patient. Following comments was made by the site: "paraplegia led to invalidity, trans femoral amputation led to invalidity too, both "adverse" events led to slip syndrome. Might be related to the device". (Slip syndrome = rapid deterioration of the general condition) the rapid deterioration has a start date 25apr2018 and end date 11jun2018"

Manufacturer narrative:
Exemption number e2016032. (B)(4). Manufacturers ref# (B)(4). (B)(4). Investigation is still in progress.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.